Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd 5mm autoshield¿ duo pen needle sterility was compromised. The following was recieved by the initial reporter: the customer listed requests to submit a complaint and is requesting replacement. They noticed on 11/05/23 when they went to use the bd autoshield duo¿ pen needle, they found the needle was exposed and unsealed. They do not feel comfortable with using the remaining of the box and request a replacement due to insurance will not cover replacement box.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 5mm autoshield¿ duo pen needle sterility was compromised. The following was recieved by the initial reporter: the customer listed requests to submit a complaint and is requesting replacement. They noticed on (B)(6) 2023 when they went to use the bd autoshield duo¿ pen needle, they found the needle was exposed and unsealed. They do not feel comfortable with using the remaining of the box and request a replacement due to insurance will not cover replacement box.